Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer reported multiple sample short aspiration errors. On (B)(6) 2021, the field service representative found the sample syringe screw was missing, and there were air bubbles in a rinse nozzle during dispensing. He replaced the sample syringe screw, reseated the straw for the detergent and verified no air was dispensing from the nozzle. Calibration and qc were acceptable. He also ran a precision check. On (B)(6) 2021, the field service representative returned to the site and checked the degasser pump/tank, ran a sample pressure check, readjusted all sample probe adjustments and ran a precision test. No short sample alarms occurred during testing. There was no indication for a performance issue for the reagent. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable alkaline phosphatase ifcc gen.2 (alp2) results for 1 patient sample on a cobas 6000 c501 module. The initial result was 49 u/l. The result was reported outside of the laboratory. The patient's doctor questioned the result since typically the patient's alp results have been > 1000 u/l. The repeated result was 1076 u/l. The repeated result was from a microtainer serum tube poured off into false bottom tube. The repeated result was believed to be correct. The reagent lot number is 52339701 with an expiration date of 31-oct-2021.